Event description:
It was reported that the patient had a loss of therapeutic effect. The patient could go a day or two and then all of a sudden they would have leakage. The patient used 3-6 pads a day. The patient was at 3-6 pads before implant. The patient was trying a new program and giving it some time.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0nv3j, implanted:(B)(6) 2014, product type: lead. (B)(4).